Manufacturer narrative:
Info was received via medwatch report #(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the pt's knee was revised due to varus collapse, tibial component subsidence, and medial tibial insufficiency lesion. Preoperatively, the pt was noted to have 16 degrees varus deformity of the right knee with a varus thrust. During the revision, the surgeon noted poor bone quality medially. Ref #(B)(4)